Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. The customer was informed of the alarm. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis. The customer agreed to return the product for analysis.